Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 08/17/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is over pressurizing. This occurred during an unknown case, with no patient effect reported.